Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de / expiration date: 2017-09-30, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-09-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2017-09-30, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-09-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2017-10-31, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-10-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2017-10-31, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-10-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) stop occurred when the batteries were not accepted on power port one of the controller and, simultaneously, the battery on power port two had a critical battery status. The ac adapter was able to be used in power port one and, when the battery on power port two was changed, the vad restarted normally. All batteries and the controller were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of log files revealed several controller power up events that were logged on the event date. A vad disconnect alarm was logged due to a physical disconnection of the driveline, likely due to the controller exchange. The reported "ventricular assist device (vad) stop occurred" was likely the controller power up events observed in the log files. Log file analysis also revealed multiple critical battery alarms logged with no battery capacity, ID and cycle count. As a result, the reported event was confirmed. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller was unable to communicate with external batteries on power port one (1), resulting in critical battery alarms. Internal inspection of the controller revealed a damaged diode on the communication line pertaining to power port 1. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. As a result, the controller was unable to determine the capacity of the battery, causing the controller to trigger a critical battery alarm. The controller would still accept power from a controller ac adapter. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a misalignment of the cac adapter on power port 1 of the controller, causing a voltage spike on the communication pin of the connector. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, likely in an attempt by the patient to troubleshoot. An internal investigation was initiated to capture events involving the controller losing power. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. Updated section: manufacturer. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller had a loss of power.